Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pericarditis, respiratory problems, heart problems, and difficulty breathing. The patient did receive medical intervention and was seen at a medical facility. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused pericarditis, respiratory problems, heart problems, and difficulty breathing. The events are not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient did receive medical intervention and was seen at a medical facility. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.